Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 429 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose as subject had a milkshake. Customer also reported that insulin pump had pump error. Customer was perform self test and test was passed. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.